Event description:
It was reported that during a da Vinci-assisted procedure, the Monopolar Curved Scissors (MCS) instrument had coagulation issues throughout the procedure and contributed to visualization issues when bleeding occurred. The MCS energy was described as "going on and off". The procedure was completed robotically with a delay of greater than 30 minutes.Intuitive Surgical, Inc. (ISI) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) received the Monopolar Curved Scissors associated with this complaint. Failure Analysis did not confirm the reported event. Manual inspection was performed and no issue was detected. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.